Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not charging his battery packs. The pt was provided a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger not charging batteries) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was corrosion to the battery board, and the q1 transistor and u13 8-bit cmos flash micro-controller were shorted. The cause of the inability to charge the batteries is the corroded battery board and shorted q1 transistor and u13 micro-controller components. The root cause of the shorted components cannot be positively identified. The root cause of the corrosion was unable to be positively identified but likely due to ingress of an unk substance. No adverse event resulted from the damaged components and board. The pt received a replacement charger/modem.